Manufacturer narrative:
Citation: caporali e et al. Hemodynamic performance and clinical outcome of pericardial perimount magna and porcine hancock-ii valves in aortic position. J card surg. 2019 oct;34(10):1055-1061. Doi: 10.1111/jocs.14212. Epub 2019 aug 7. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the 30-day and 5-year outcomes in patients who underwent aortic valve replacement with the pericardial perimount magna valve or the porcine hancock ii valve. All data were collected from a single center between february 2001 and april 2016. The study population included 353 patients (predominantly male; mean age 75 years), 164 were implanted with medtronic hancock ii bioprosthetic valves in the aortic position (no serial numbers provided). It was noted that 21, 23, 25, 27, and 29 mm valve sizes were used. Among all hancock ii patients, one death occurred within 30 days post implant due to a major arrhythmia. No other details were provided. Based on the available information, medtronic product may have been associated with this death. An additional 20 deaths occurred within 30 days and 5 years post implant. Based on the available information, medtronic product was not directly associated with these deaths. Among all hancock ii patients, adverse events included: new permanent pacemaker implantation due to third-degree atrioventricular block, valve deterioration requiring reoperation, re-thoracotomy for bleeding, mediastinitis, post-operative myocardial infarction, neurological complications, intra-aortic balloon pump support, new onset atrial fibrillation, second-degree atrioventricular block, and increased valve gradients. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.